Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements that were greater than 125 ohms. Technical services (ts) recommended for commanded shock test to be performed for further lead evaluation. At this time, this rv lead remains in service. No adverse patient effects were reported.